Event description:
Consumer wife reported finding the non patient end needle bent after placement onto the pen. Consumer wife reported the needle clogged during the injection. Changes the needle and get the full dose. Informed caller of proper placement of non patient end and to complete a flow check with all injections dc. Lot #3227282, catalog# 320122. Date of event unknown, sample status awaiting sample.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.